Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test. The downloaded data returned a 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿. The device was successfully connected to a pdm and was able to deliver a bolus. No alarm or communication error was generated between the pod and the pdm during the bolus delivery.

Manufacturer narrative:
The device has not been returned / received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a bolus correction of 8 units of insulin.